Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump was alarming auto off. Blood glucose level at the time of the incident was 201 mg/dl. The customer's mother was advised as to how to disable the auto off feature and will not return the device for analysis.